Manufacturer narrative:
Concomitant product: 100ml baxter bag, 0.9% sodium chloride injection, usp, lot # p345991, exp. Aug 2017; therapy date (B)(6) 2016. The customer¿s report of an overinfusion of furosemide was not confirmed. Review of the pcu event log showed that at 2:58 pm on (B)(6) 2016 the user restored a previous infusion of furosemide 1mg/ml at 20ml/hr with a vtbi of 80ml. At 3:31 pm, the device alarmed for air in line and was then paused. At 4:08 pm, the infusion was restarted but was paused approximately 32 seconds later. At 4:45 pm, the device was powered off. The volume recorded as being infused during this period was 11.11ml. The starting volume of the fluid container cannot be determined from the device logs. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of an overinfusion of furosemide was not identified.

Event description:
The customer reported that the pump was set to infuse a primary infusion of lasix 100mg/100ml over 5 hours, but infused all 100 ml in 30 minutes. Potassium and magnesium levels were drawn, and the patient received an infusion of electrolytes to replace her low levels due to increased urine output.